Manufacturer narrative:
Visual examination of the returned device revealed that the package had three longitudinal cuts which cut through the label and top silver pouch material. The cuts measured 9.5, 3.5 and 2.5 cm long. The pouch was opened to expose the renal sheath inside the protective tubing and the sheath/ tubing were found to be undamaged. Based on all available information, it appeared that the cut in the package most likely occurred during shipping/handling when the box was opened or the pouch was slid over a sharp object. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a clear renal sheath was received in the facility on (B)(6) 2015. According to the complainant, the packaging of the device was received open, and the seal was compromised. There was no procedure involved and the device was not used in the patient.

Event description:
It was reported to boston scientific corporation that a clear renal sheath was received in the facility on (B)(6) 2015. According to the complainant, the packaging of the device was received open, and the seal was compromised. There was no procedure involved and the device was not used in the patient.